Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The power supply unit was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device logs confirmed the reported complaint and revealed an external battery communication error and the single occurrence of system fault 74 (sf74) related to the software. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause of the reported problem was a psu assembly design limitation and the root cause of the external battery communication error and sf74 was a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).